Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.

Event description:
Edwards reviewed the literature article "mid-term outcome and its predictors following transseptal mitral valve-in-valve replacement. Per this literature study, approximately 42 patients with edwards surgical valves in the mitral position underwent valve-in-valve intervention due to either stenosis or mixed stenosis and regurgitation. These tmvr procedures were performed with 9600tfx or 9750tfx transcatheter valves.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.